Event description:
The consumer reported receiving a burn from the heating pad. She reported a 2nd degree burn. Burns of this nature are often caused by the consumer laying or leaning against the heating pad which is contrary to proper use instruction.